Manufacturer narrative:
On 5-jan-2026, the product investigation was updated with a device history record. A device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a trupulse generator that indicated elevated impedence readings. The medical team was unable to complete a tpi (tissue proximity indication) calibration as the impedance readings were ranging in the 260 ohm range. However, no errors were displayed for the impedence values or any other issue on the trupulse generator or carto 3 system. The stop button was functioning. The reprocessed generator cable was replaced with a new out of the box cable without resolution. The catheter was also replaced without resolution. The catheter and cable were exchanged a second time and the issue persisted. Next, the cable from the generator to the patient interface unit (piu) had been replaced. The generator had then been rebooted. Meanwhile, the physician continued to ablate with a third varipulse catheter. When the catheter was advanced to the rspv (right superior pulmonary vein), the impedance values elevated above range and all values were red. The procedure was completed. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for analysis. No failure was found during the evaluation. Other circumstances may have affected device performance. System is fully operational. Device history record evaluation is not required, as the failure mode observed is not related to the manufacturing process. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).